Event description:
During follow-up, increased pacing impedance was observed on the right atrial (ra) lead. Abbott technical support was contacted and confirmed the event. Further ra lead testing is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
During follow-up, increased pacing impedance and capture threshold were observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. Further rv lead testing is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Related manufacturer report number 2017865-2021-30615. During follow-up, increased pacing impedance, p-wave amp variation and increased capture threshold were observed on the right atrial (ra) lead and failure to capture was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. Diagnostic imaging was performed and revealed ra lead dislodgement and rv lead micro-dislodgement. No intervention has been performed at this time. The patient was in stable condition.